Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult device removal could not be confirmed and a definitive cause could not be identified. Inspection of the returned device indicated that both cuffs captured the needles. The rail suture end attached to the returned plunger assembly was cut. This is indicative of successful needle deployment and suture retrieval as intended. However, because part of the suture containing the knot was not returned, it could not be determined if the knot was successfully advanced to the puncture site to close the vessel. No manufacturing or quality deficiency was detected as a result of this investigation. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a perclose proglide device after a diagnostic coronary angiogram procedure. Reportedly, the device stuck in the vessel and the footplate would not return to the original position. The physician thought it was caught on a piece of calcium. No tissue damage was caused by the removal of the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.